Event description:
Surgeon reported plate breakage. Pt's jaw is stable and pt has no symptoms. Surgeon has no plans to revise.

Manufacturer narrative:
Lot number: info was not provided during initial report. Additional info was requested, however, returned document did not include this info. Device was not explanted. Date of manufacture cannot be determined without a lot number. The product development engineer reviewed the case history and x-rays and concluded that incomplete bone healing may have occurred. Nominal thickness of the plate is 1.3mm. Because the plates must carry a full functional load, the treatment guidelines for atrophic mandible fractures recommend the use of plates with a thickness of 2.0mm and 2.5mm.